Event description:
It was reported that the right ventricular (rv) lead had triggered the lead integrity alert due to short r-r intervals. The lead was reprogrammed and noise could not be reproduced. Then a few days later the lead integrity alert was triggered again. It was believed to be due to the activities of the patient and the events as the lead had suffered from crush. The lead was capped and a new lead was implanted on the patient¿s right side. It was noted that due to subclavian occlusion on the left side from the initial implant a new system was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2008. (B)(4).